Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s incision over her implantable neurostimulator (ins) battery had failed to heal completely since surgery. There were no reports of device issues or allegations. There were no known factors, falls or trauma to the area that might have led to the issue. The physician used steri-strips to cover the site and instructed the patient to not charge the ins until the incision had healed. A follow-up appointment was scheduled for (B)(6) 2019. Additional information received from a manufacturer representative (rep). It was reported that the patient went to the emergency room on (B)(6) and was admitted to the hospital due to the incision site. The patient also reported the leads and generator were removed on (B)(6) 2019. The leads and battery were not going to be returned. No further complications were reported.